Event description:
Sidearm of sheath broke off when attempting to flush sheath. When the physician was prepping the sheath, the side flush portion fell off. The product was removed from the table, and a new sheath was used. No issue with the new one. No injury to the patient.